Event description:
It was reported that high lead impedance was received while interrogating a vns pt. The pt's device was programmed off due to the high lead impedance. Moreover, additional info from a company rep indicated the pt was experiencing an increase in seizures. (B)(4) attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.